Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product in question was used in the surgery via tka for oa on the right knee. In the surgery, the product was broken when removal was performed. The surgery was completed successfully with 30 minutes surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that on (B)(6) 2023, the product in question was used in the surgery via tka for oa on the right knee. In the surgery, the product was broken when removal was performed. The surgery was completed successfully with 30 minutes surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the center rod of the attune mes sizing/rot gde body was found broken, causing the frame and the locking knob to disassembled from the main device. Fragments were returned for evaluation. No other defects that could have contributed to the breakage were observed. A dimensional inspection for the attune mes sizing/rot gde was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Due to the low frequency of this occurrences and not suspecting any design issue, a definitive root cause cannot be established. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.